Event description:
It was reported that customer experienced unresponsive touchscreen on pump. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no troubleshooting was performed, and no additional information was received regarding outcome of event.